Event description:
It was reported that oversensing and noise were noted, including nsvt (non-sustained ventricular tachycardia) episodes. The lead was explanted and replaced. Upon removal, the physician visualized an insulation breach. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419478 implantable pacing lead, (B)(6) 2008; py44rsbv competitor implantable pacing lead,(B)(6) 2008.